Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the skin irritation as extremely itchy, red, "bruised", and feels like "100 mosquito bites". The patient's visiting nurse advised the patient that he should not reapply the hfams patch due to the state of his skin. Follow up indicated that the patient still has skin irritation.